Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the error, however, the error was confirmed in the system logs. Visual inspection was performed. The arm was installed on an in-house system and it powered up. Sine cycle, matlab, and a test drive were performed without any issues. The axis 2 motor, axis 2 pot will be replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted nissen-fundoplication procedure, the system faulted with a recoverable error 23008. The customer attempted to recover from the error but the issue persisted. The intuitive surgical, inc.(isi) technical support engineer (tse) tried troubleshooting but was not able to recover the error. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi followed up with the isi clinical sales representative (csr) who was present during the procedure and obtained the following additional information: the csr stated that towards the end of the procedure the system faulted with the error as the surgeon in the second console tried to move the camera arm. The system was silenced and the error was recovered, however, the system generated the error again. The csr then contacted an isi tse for assistance but the issue persisted. At that time, the surgeon made the decision to convert into a laparoscopic procedure. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the endoscopic camera manipulator (ecm) to resolve the issue. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope.